Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted with complaints of fatigue and dizziness. Labs revealed white blood cell count of 29, creatinine of 2.9, and international normalized ratio greater than 10. Based on these values, the patient was sent to the emergency department and subsequently transferred to another hospital. They were found to have methicillin-susceptible staphylococcus aureus (mssa) driveline infection. Computed tomography (CT) showed fluid collection that required an incision and drainage procedure. It was performed on (B)(6) 2020 and the patient was sent home on (B)(6) 2020 on IV antibiotic oxacillin.